Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v895691, implanted: (B)(6) 2012, product type: lead; product ID 3889-33, lot# v895691, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the stimulator was unresponsive. Intervention involved a lead revision. Additional information reported the lead was explanted and replaced. The event resolved without sequelae. Additional information reported the lead was fractured. It was also noted the patient had urge incontinence. Additional information noted it was a right sided fracture of the lead.